Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. A CT scan demonstrated the aneurysm to be 5.1cm in diameter with an angled neck 3cm in length. The right iliac artery was normal, and the left common iliac artery was 1.5 cm. The patient has a history of tachyarrhythmias, coronary artery bypass surgery, and peripheral neuropathy. The pt was brought into the operating room and the groins were prepped and draped in the usual sterile fashion. The appropriate needles, guidewires, and sheaths were utilized to gain access to the aneurysm, and the pt was heparinized. The bifurcated stent graft was inserted through the right common femoral artery, its position verified by angiography, and partially deployed. The stent graft was then fully deployed with the limb-crossing method with the ipsilateral limb going down into the right common iliac artery for approximately 2.5 cm. The deployment system was left in place while the attempts were made to access the contralateral limb. Multiple attempts were made to access the contralateral limb with various catheters and wires; a 14 mm balloon was inflated in the contralateral gate. The balloon appeared to be in the intraluminal position by anterior-posterior and oblique views. The balloon was removed, and a 16 french sheath was passed over the wire, and a 16 mm diameter x 11.5 cm length iliac limb was deployed. The limb reached only to the origin of the common iliac artery; therefore, a 16 mm diameter x 5.5 cm iliac extender cuff was deployed distally. The limb was dilated with a 16 mm balloon. Angiogram was performed which revealed a very large endoleak stemming from the contralateral limb of the bifurcated stent graft. It was discovered that the iliac limb on the left side had been deployed posterior to the short limb of the bifurcated stent graft, and the left iliac system had been occluded because of the inaccurate deployment. Attempts to pass a guidewire back into the aneurysm through the left femoral sheath were unsuccessful. Access was obtained through the left brachial artery. A guidewire was placed through the left brachial artery, through the contralateral gate, and into the left common iliac artery. The tip of the dilator of the sheath was used as a rigid guide advance the wire outside of the graft, into the left distal common iliac artery, and out the left groin incision. A 16 french sheath was passed from the left groin through the external iliac artery and into the common iliac artery outside of the previously placed iliac limb and cuff. Another 16 mm diameter x 11.5 cm length iliac limb was deployed with full overlap, and another 16 mm diameter x 5.5 cm length iliac extender cuff was deployed distally. To compress the previously placed limb and to increase the diameter of the correctly placed iliac limb. A palmaz 4010 stent was loaded onto a 16 mm balloon and passed through the 16 french sheath to the distal part of the iliac cuff. The balloon was inflated. The balloon was also used to dilate the proximal gate. Contrast injection showed good flow through the graft, but there was some potential narrowing at the proximal neck. Kissing balloons were passed up both iliac limbs. The balloons were inflated, and good expansion of the limb grafts was noted. Angiogram confirmed good flow through the stent graft and into the common iliac arteries with patent internal and external iliac arteries bilaterally. There was no evidence of endoleak and no evidence of retrograde flow in the misdeployed limb. The physician closed the arteriotomies. Doppler signals were good in the right femoral and left brachial arteries; however, the left femoral artery had an abnormal doppler signal. A 5 french sheath was passed into the femoral artery above the closure and an angiogram performed. It was reported that there was a large dissection flap approximately 2 cm distal to the arteriotomy closure that appeared to be a clamp injury. The artery was opened, and a very thin dissection of intima was reported to be lying across the lumen. The dissection was excised, and the second arteriotomy was closed. Final angiogram demonstrated good flow through the repair site and no evidence of residual dissection. The groin wounds were closed. The pt was transferred to the recovery room in stable condition. No additional clinical sequelae were reported, and the pt is reported to be fine.